Manufacturer narrative:
While attempting to insert the precise pro rx into an unknown guiding catheter to perform a carotid stenting procedure, the stent was found to be partially deployed. Another new product of the same size was opened and the procedure was completed. There was no adverse event and the patient is in stable condition. It is unknown if the user re-closed the rotating hemostasis valve after prepping the unit. One non-sterile precise pro rx 10x40 mm was received coiled in a plastic bag on (B)(4)2011. Hemovalve was closed. Stent was partially deployed about 0.5 cm. No other discrepancies were found. The usable length was measured using a calibrated ruler ((B)(4)), and it was found to be 135.5 cm which is within specification of 135 +1.2/-1.0 cm per (B)(4). Deployment process was performed, per dp (B)(4) and no resistance was found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The deployment difficulty-premature deployment reported by the customer was confirmed since the stent was found partially deployed. The cause of the premature deployment could not be conclusively determined; however it does not appear to be manufacturing related, controls are in placed at the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect them, reference procedures documented in (B)(4). Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by procedural factors, however, no conclusion can be drawn.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot was performed and revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
While attempting to insert the precise pro rx into an unknown guiding catheter to perform a carotid stenting procedure, the stent was found to be partially deployed. Another new product of the same size was opened and the procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. The product will be returned. It is unknown if the user re-closed the rotating hemostasis valve after prepping the unit.